Manufacturer narrative:
The device remains implanted in the patient; therefore, product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. A review of the device labeling was completed. Inflammation, pain, and photophobia are identified in the labeling as known inherent risks of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, no quality product deficiency was identified. There are numerous factors that could contribute to the reported event including but not limited to; patient history, medication use, user issues, and operational context. It is highly likely that the patient¿s pre-existing medical history of ocular migraines contributed to the photophobia and ocular pain post-operatively. The patient¿s medical history of glaucoma and pre-diabetes increases the patient¿s risk of developing post-op inflammation and likely contributed to the reported event. A causal link between the reported inflammation and device could not be identified. (B)(4).

Event description:
It was reported through a clinical trial that a patient presented one month after an uncomplicated cataract plus istent procedure with mild intraocular inflammation remaining or arising after the protocol's specified medication regiment was complete. The patient also presented with ocular pain and photophobia postoperatively. Medical intervention was required for the ocular inflammation, photophobia, and ocular pain. The surgeon assessed the events to be "unlikely related" to the study treatment. The patient is currently recovering.